Event description:
Folllowing the uae pt suffered from severe, often debilitating pain and fatigue. Pt had two post embolization surgergies. The first was laparoscopic surgery that revealed endometriosis and adenomyosis. The 4cm x 4 cm fibroid had shrunk to half its size but the pain was worse. Pt was put on narcotics for the pain. A biopsy of the uterus, right ovary and other tissue removed revealed an infection. The end result was a hysterectomy.